Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed no image on the screen and showed a small white box communication error code. The event occurred during a diagnostic colonoscopy procedure while the patient was under sedation, and the device was inside the patient. The intended procedure was completed using a backup device. There were no reports of patient harm.